Manufacturer narrative:
The customer¿s experience with a ¿check cassette¿ alarm and a channel malfunction was confirmed. The actual alarms was a ¿check IV set¿ alarm and a channel malfunction code 241.4140.0 (sensor broken low failure). Both the ¿check IV set¿ alarm. The channel malfunction were confirmed in the returned pump module error and event log; however testing failed to replicate a failure. The log analysis identified 5 ¿check IV set¿ alarms on (B)(6) 2018 between 6:29 pm and 7:55 pm. The log also identified a channel malfunction that occurred on (B)(6) 2018 at 9:57 pm. The error log recorded the malfunction to be an error code 241.4140.0 (sensor, broken low failure). The system detected the patient side pressure sensor with low voltage. Asm testing performed on the returned pump module found the pressure sensors operating in specification suggesting an intermittent failing pressure sensor. There were no irregularities observed during infusion testing. Date code on the lower fsa pressure sensor ((B)(4)) indicates that it was manufactured prior to 2 scars performed at the vendor to improve reliability of the part. Cut in date code for the improvements is ((B)(4)). As a precaution the service depo will be instructed to replace both upper and lower pressure sensors. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported the device alarmed with an error codes/messages while on a patient. The patient was scheduled to receive 50ml of zosyn at a rate of 12.5ml/hr for 4 hours. The pump almost immediately alarmed ¿check cassette¿. Another nurse managed to clear the alarm and the zosyn was infusing for two hours when there was a ¿loud pump alarm¿ which read ¿malfunction¿. At this time the pump was removed from service. A 2nd pump was infusing fentanyl during the same period of time. There was no patient harm.